Manufacturer narrative:
This report is filed on 31 mar 2014.

Event description:
Per the clinic, no connection could be made to the internal device, and the issue could not be resolved. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.